Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr error. The customer reported that this was during pre use testing so there is no patient involvement.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspected component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component indicated a transducer fault, "xdcr fault", upon initial startup. Transducer calibrations were performed and the exhalation flow transducer failed calibration.